Manufacturer narrative:
Device evaluation: one level 1 hotline disposables returned for analysis. The received sample consist of the product from p/n l-70; l/n: 3901504 and was received without the original open packaging. The sample was visually inspected at a distance of 12" to 24" under normal conditions of illumination and delamination was found on the sample. The sample was tested using water and performing movements in order to duplicate the failure reported and the sample was found leaking. The customer's reported problem was confirmed. According to the investigation, the most probable root cause is that production personnel did not detect the delamination on the product during manufacturing process. Investigation reported that to ensure that production personnel detect any marks or damage on the breathing bag production personnel was trained in this qalert. The problem source of the reported problem is manufacturing.

Event description:
Information was received that during a pre-use check, the customer noticed circulation water was leaking from the connection part. No patient injury.